Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: hip revision. Right hip replacement was performed on (B)(6) 2014. Patient was revised on (B)(6) 2014. Reason for revision was due to dislocation due to having the cup too anteverted. Patient initials, dob and gender are provided. X-ray photos are available. Surgery notes are not available. Additional component revised: corail stem ref (B)(4), lot 5208209.

Manufacturer narrative:
Procedure: hip revision. Right hip replacement was performed on (B)(6) 2014. Patient was revised on (B)(6) 2014. Reason for revision was due to dislocation due to having the cup too anteverted. Patient initials, dob and gender are provided. X-ray photos are available. Surgery notes are not available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were obtained and reviewed by engineering. In both images, the acetabular cup appears to be more vertical and anteverted than the ideal positioning. Root cause is likely tied to the positioning of the acetabular cup as indicated by the complainant. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.